Event description:
Initial reporter indicated that she has a handheld dell axim computer and "it has a fatal application error on screen." The handheld computer is at MFR pending product analysis completion.

Manufacturer narrative:
Device malfunction suspected, but did not cause or contribute to a death or serious injury.